Event description:
It was reported a bladder neck suspension procedure utilizing a protegen sling was performed without incident. Approx three months post procedure, the pt returned with discomfort and vaginal drainage. The protegen sling material was visible through the vaginal wall. The wound was surgically closed and the pt remains continent. The pt's condition is good. The device remains in the pt. Therefore, no failure analysis is available. Co's directions for use outline as potential complications: "the following complications have been reported as consequence which may occur in urological implant procedures: urinary retention and infection. Consequences specifically related to materials: pelvic sensitivities and tissue erosion."